Manufacturer narrative:
(B)(4).

Event description:
The patient need transfuse nutrient substance. It is unknown if the there was a reoperation as the patient transferred to another hospital. The surgeon found the heart rate of the patient was increased and took inspection for the patient. The surgeon and the account were experienced users. The surgeon fired the device. During the initial procedure, a crunch was heard when the device was fired indicating that it achieved a full firing. The red safety remained engaged until firing. There were not any unexpected noises. The breakaway washer completely cut through. There were staples observed in the tissue and formed properly. All layers were present in the tissue donuts. There were no removal issues experienced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a proximal gastrectomy procedure the surgeon used the staple/cutting devics and hand sewing to complete the procedure and no abnormal phenomena was found. Anastomotic leakage was found five hours after the procedure. Nutritional supplement was implemented and the now the patient passed through the crisis. The surgeon could not be sure the anastomotic leakage was caused by the devices or the hand sewing. The following procedure will take in the future. Devices have been discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.